Event description:
It was reported to boston scientific corporation that a hydrothermablation procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2012. According to the complainant, fluid was noted to be leaking between the sheath and adapter during the ablation phase. The connection was tightened, however this did not stop the leak. Further examination of the device revealed the casing inside the sheath was cracked. The procedure was successfully completed using a second procedure set. No injuries were reported. The patient was reported to be fine.

Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.